Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the catheter was inserted into this (B)(6) female patient's right cubital fossa to cure tooth pain. On (B)(6) 2013, the patient again visited the complaining of stomach ache and high temperature. It was at that time when examining the patient that the 60 cm swg was found left in the patient from the tooth ache procedure 5 yrs and 4 months earlier. An incision was made to remove the swg, however, the clinician was able to remove only 10 cm of the tip of the swg as the rest of the wire had adhered to the blood vessel. The patient was still hospitalized at the time of reporting as the doctors are investigating how to remove the rest of the swg from the patient. The customer knows this issue was user error, however, is requesting an investigation to determine whether the manufacturer of the swg is teleflex.